Manufacturer narrative:
Pump received with normal operating currents, passed restart error test, self test, and the displacement test however, unable to prime during prime test due to faulty force system resistor . Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime and fill anomaly. No alarm noted during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while changing out reservoir. The customer's blood glucose reading was 102 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.